Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the oxygen (o2) percentage delivered on an 840 ventilator was inaccurate and an o2 alarm was generated. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.